Event description:
It was reported that a probe broke and that it was discovered prior to a case and occurred during the sterilization process. The thin silver wire broke at the base. It was kinked for several cycles and then it finally broke off when it was being cleaned. It should be noted there was no procedure or patient involvement on this record.

Manufacturer narrative:
The device was not made accessible for testing; therefore, a root cause could not be determined for the event.

Event description:
It was reported that a probe broke and that it was discovered prior to a case and occurred during the sterilization process. The thin silver wire broke at the base. It was kinked for several cycles and then it finally broke off when it was being cleaned. It should be noted there was no procedure or patient involvement on this record.